Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead experienced oversensing and noise. Short v-v intervals were also noted which triggered a lead integrity alert. The patient was seen in the physician's office and the lead noise could be reproduced with physical maneuvers. No action was taken and the physician will continue to monitor the patient more closely. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the right ventricular (rv) lead was explanted and replaced.